Event description:
Lab results (B)(6) 2023: 10161926 - 104000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Manufacturer narrative:
Following test results outside of cardioquip specifications for water quality, cardioquip recommended that the device receive an internal water pathway replacement or participate in cardioquip's trade in program. This would return the device to specification and full functionality. These options were relayed to the customer via email on 12/14/23. As of the date of this report the customer has not responded to these options. A follow-up will be filed if any additional information is obtained.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
Lab results(12/13/2023): 10161926 - 104000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.